Manufacturer narrative:
Batch review performed on 11-jan-2024: lot 170002: (B)(4) items manufactured and released on 18-may-2017. Expiration date: 2022-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 6 years after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.